Manufacturer narrative:
The insulin pump had motor error alarmed during rewind due to corroded on motor home switch. No moisture damage found on electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 101 mg/dl. Troubleshooting was performed. The device was returned for analysis.